Event description:
It was reported that this pacemaker system exhibited high pacing impedances and high thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
The associated right ventricular (rv) lead was returned and analysis revealed a fracture in the inner conductor coil near the terminal end. The reported clinical observations were believed to be due to the lead fracture.